Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, while the patient was watching tv he checked his dexcom receiver and it was reading 45 mg/dl, however, it did not provide him with an alert. The patient had increased urination at this time. He also called his on-call nurse to come over. When she arrived, she misplaced the patient¿s bg meter, therefore, no bg meter comparison value was taken. She treated the patient with candy bars, orange juice, and soda. An unspecified time after treatment, the patient¿s cgm was reading 127 mg/dl and the nurse went home. The patient then went to sleep. Approximately three hours later, the patient woke up to go to the bathroom and was also dizzy, stumbling, and had cloudy vision. His cgm was reading 45 mg/dl but was still not alerting him. The patient self-treated with candy bars and went back to sleep. The patient was ¿feeling fine¿ at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.